Event description:
It was reported that the patient's atrial lead exhibited noise. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information received noted that the patient was followed up in clinic and the noise was not reproduced. No interventions were performed. The patient was in stable condition.